Event description:
It was reported that when opening the outer packaging of bd vacutainer® sst¿ blood collection tubes, large bubbles were found in the separation gel. There was no impact on patients or users.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1: initial reporter facility name: (B)(6) hospital. H3 other text : na.

Event description:
It was reported that when opening the outer packaging of bd vacutainer® sst¿ blood collection tubes, large bubbles were found in the separation gel of sixty (60) tubes.there was no impact on patients or users.

Manufacturer narrative:
The following field has been updated with corrected information: b.5. Describe event or problem: it was reported that when opening the outer packaging of bd vacutainer® sst¿ blood collection tubes, large bubbles were found in the separation gel of sixty (60) tubes. There was no impact on patients or users. The following field has been updated with additional information: d.9. Device available for evaluation: yes d.9. Returned to manufacturer on: 03-jan-2024. H.6. Investigation summary: bd received thirty-two (32) samples and one (1) photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for gel air bubbles was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for gel air bubbles with the incident lot was observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode of gel air bubbles with the provided photo and samples. Bd attributed the root cause to an incorrectly installed part in the gel dispensing process. An installation guide was created to help with proper part replacement and to mitigate air bubbles from forming in the gel. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.